Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold along the lead, and at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed an antenna coil break, and several antenna shield wire breaks. System lock was lost while manipulating the antenna coil. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock was verified during this analysis. This device had broken antenna coil wires, which was determined to have caused the loss of lock. Advanced bionics will continue to monitor failure modes of this type. This is the final report.